Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 15, 2020. The investigation of the returned device was completed by the failure analysis lab on july 29, 2020. Device evaluation summary: during a visual evaluation, an anomaly was observed on the anterior view consistent with a crease/fold. Additionally, a tear was also observed within the crease/fold extending to the posterior view, measuring approximately 18.5 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of the gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with 650cc mentor memorygel breast implants experienced right sided rupture and a bilateral device replacement. The patient visited the physician's office and received a medical diagnosis for the right sided rupture. The patient had become unhappy with the size of her implants, thought the left side was ruptured, and upon surgery the right sided was confirmed. It was stated that the right side was ruptured without instrument damage. Bilateral replacement with allergan implants was performed. See 1645337-2020-08583 for contralateral prosthesis report.